Event description:
It was reported that the customer's insulin pump was alarming no delivery, which was resolved with a complete set change, but recurred later. The customer's blood glucose was 440 mg/dl and went down to 280 mg/dl. Troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
.